Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the shunt sensor leaked. The leak was not discovered until the sensor was removed from the bpm at the end of the case. It is unknown if the product was changed out, if the surgery was completed successfully, if pt injury occurred, or if there was any blood loss.

Manufacturer narrative:
The actual device was returned without the thermowell; therefore, the lot number is unknown and a design history record review could not be performed. The missing thermowell on the received unit can be interpreted as an indicator for a weak thermowell bond. The thermowell should not be able to be easily removed if the bonding is strong and complete around the thermowell. The most probable cause of the leak is that this particular unit was on the lower side of the adhesive injection volume for the primary adhesive ring, and the technique being used did not allow for the adhesive to optimally disperse around the opening. The thermowell probe most likely placed enough stress on the unit to cause the adhesive to be insufficient in the affected area. This unit was sufficiently cured and sealed to pass through our 100% leak test, but not enough to survive shipping, handling, and temperature/pressure changes. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.